Manufacturer narrative:
Concomitant products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Follow up information reported that the patient did not actually loss stimulation for a few days; they just needed to turn the amplitude higher than usual. An impedance testing on the implantable neurostimulator (ins) showed all were normal. It was noted that the patient did not see any error code on their programmer or recharger. No further actions were to be taken. It was reported that the patient was receiving effective therapy. If additional information is received, a follow up report will be sent.

Event description:
The patient experienced a loss of stimulation and therapeutic effect. Less than 50% therapy relief. The patient was working on his stove at home and got electrocuted, he was fine but lost stimulation for 3 days. The patient has since regained the ability to use his spinal cord stimulation (scs) but has turned it up higher than he had it before the incident. The patient will be seen on (B)(6) 2014. It was further reported that when the patient was working on his stove, he thought it was unplugged. The patient electrocuted himself to the tune of feeling a shock through his hand and arm then exited out the opposite side of his body. The patient was knocked out for a few minutes and could not speak for a bit but seems perfectly fine now. The patient was unable to turn the scs on for 3 days after the incident but it works fine now except having to turn it up to 3.2 to 3.5 now which is higher than his usual 2.1. No error code was reported. Additional information has been requested.